Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported issue but was confirmed per the logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: esmb pca, main wire harness. The mtm had no trouble found (ntf). A log review confirmed the procedure date of on (B)(6) 2022 on system sk4685. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer could not use the console after the start of the procedure due to non recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer had encountered a non-recoverable error 281. Technical support was contacted and the technical support engineer (tse) was informed that the customer had restarted the system with no change. The tse advised the site to do another hard restart, however, no changes were seen. The tse reviewed live logs and confirmed 23/30 errors on master tool manipulator (mtm)2 pointing to rac or mtm at start up. The tse had the site disconnect the surgeon side cart (ssc) and restart. The system restarted with no errors and the site continued with the use of an alternate ssc. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.